Event description:
Healthcare professional reported left side "textured to smooth exchange". Also reported "palpable mass under left breast" which is not related to the device. Device has been explanted. Hcp now reported rupture.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.